Event description:
It was reported via the implant patient registry that a (B)(6) male underwent a valve replacement after an implant duration of approximately three (3) years due to prosthetic aortic valve endocarditis (gamma strep) and aortic insufficiency. During the procedure, the valve was identified and there were several areas of endocarditis on the valve. This valve was removed and the annulus was sized out to a 21-mm edwards pericardial tissue valve. The echocardiogram confirmed that the valve was well seated without obstruction of the left to right coronary arteries, nor perivalvular leak. The patient was then weaned off of cardiopulmonary bypass and taken to the ICU in stable condition.

Manufacturer narrative:
(B)(4). Device not returned. The explanted device was not returned to edwards for analysis because it was discarded at the hospital. Based on the available information, the root cause of this event could not be confirmed. However, it appears the reported endocarditis and aortic insufficiency are due to patient related factors. In this case, the infection was identified as ¿gamma strep¿. The operative report indicated the patient had undergone aortic valve replacement three years prior. However, ¿he infected his aortic valve and has had positive blood cultures with a lesion on the aortic valve consistent with endocarditis. He has been on broad-spectrum antibiotics and has been followed by the infectious disease service. He has had echocardiograms demonstrating that the lesion on the aortic valve did not go away.¿ endocarditis is an inflammation of the inside lining of the heart chambers and heart valves. Endocarditis is usually the result of a blood infection as bacteria or other infectious substances enter the bloodstream and travel to the heart, where they can settle on heart valves. Endocarditis can potentially lead to disorders such as severe valvular insufficiency and regurgitation. Patient risk factors for developing endocarditis include intravenous drug use, central venous access lines, prior valve surgery, recent dental surgery, rheumatic fever, and weakened valves. Existing heart disease and abnormalities increase the likelihood of developing endocarditis. Endocarditis is typically classified as either infective or non-infective, depending on whether a microorganism is the source of the inflammation or not. Endocarditis is often associated with nosocomial (ie, hospital-acquired) sources. Infectious endocarditis (ie) is an infection of the endocardial surface of the heart, which may include one or more heart valves, the mural endocardium, or a septal defect. Infective endocarditis can potentially lead to leaflet disruption. Typically, infective endocarditis consists of large vegetations which have manifested from bacteria. Reported endocarditis agents are most commonly microbes that inhabit the human body (e.g. Skin, mucous membranes, respiratory tract, intestinal tract, or common infections), or the environment, and can contribute to nosocomial sources of ie. For example, the most common bacteria of ie include staphylococcus, streptococcus, and enterococcus. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore, the probability of endocarditis related to edwards¿ bioprostheses is remote.